Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed, due to badly rusted ccd (charge coupled device). In addition, the following reportable malfunctions were identified, during the device evaluation: failed water leak test from cable, due to tiny pin hole. A root cause could not be identified. Based on the results of the investigation, cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was blurry. The issue occurred, during preparation for use. For an unknown therapeutic procedure. There were no reports of patient harm.